Manufacturer narrative:
It was reported that the associated lead under complaint was the issue. There is no complaint on this pacemaker. This file will be closed.

Event description:
On (B)(6) 2019, due to some pacing failure observation, either lead dislodgement or cardiac perforation were suspected. The pacemaker setting was changed to vvi. On (B)(6) 2019, the solia jt was exchanged for a new solia s 53 and connected to the edora. Pacing failure occurred during a pacing threshold test even with 7.5 v output. Therefore the solia s 53 was once again disconnected from the edora and measured by psa, however it could pace with low output and the lead did not have a problem. Therefore the physician decided to remove the edora and used a new edora pacemaker instead.